Manufacturer narrative:
(B)(4). G2: canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined and the complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a portion of the augment reamer driver fractured inside the patient during a procedure. An additional incision was made in order to remove the fractured portion. Attempts have been made an no further event information is available at the time of this report.